Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 1546 labeled 2920 labeled internal file number -(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, mildly tortuous, and heavily calcified eccentric de novo lesion in the mid left anterior descending artery. An unspecified semi-compliance balloon failed to dilate the lesion sufficiently. A 3.0x8mm nc trek rx balloon dilatation catheter (bdc) was advanced; however, resistance with the anatomy was felt. Once at the lesion site, the balloon ruptured at 12 atmospheres. The bdc was removed and replaced with an unspecified non-compliance balloon, but the balloon also failed to dilate the lesion sufficiently. The procedure was successfully completed without stent implantation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.